Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The power supply unit and top case assembly were replaced to address the reported issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable power supply unit and an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.